Manufacturer narrative:
(B)(4). Visual examination of the returned product identified the device has been cycled 2 times and there were no sutures or anchors returned with the device. The needle tip is not fractured as shown in the picture provided in the sub form. The hospital thinks they sent the backup device they used during the case instead of the broken one. Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) updated: b4, b5, d2, g3, h1, h2, h3, h6, h10 reported event was confirmed as visual examination of the provided pictures identified the tip of the instrument broke. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: taiwan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the curved implant fractured during implantation. Attempts have been made and there is no further information at this time.